Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 9/27/2022, it was reported by a sales representative via email that an ar-1588r-ib acl repair tightrope with internalbrace leader stitch broke off of the device. This was discovered during a procedure on 9/26/2022. Additional information received on 9/27/2022: this was discovered during an acl repair on 9/26/2022. All broken pieces were removed and case was completed with another ar-1588r-ib acl repair tightrope.

Manufacturer narrative:
Additional information: d9, g3, h6 this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.